Event description:
A zoll distributor returned a monitor indicating that it was unable to complete testing.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) was completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed code 203, pulse test fault. Upon evaluation, the monitor failed incoming pulse testing. The cause of the pulse test failure is high resistance at the j1002 and j1003 connectors on the defibrillator board and on the j1000 connector on the computer/analog (c/a) board. The cause of the high resistance is oxidation build up at the connector pins. No adverse event resulted from the defective monitor.